Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient receiving 2000 mcg/ml of lioresal at 771.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient experienced a motor stall on (B)(6) 2017, at 18:39. It was indicated the patient experienced withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the motor stall. The pump was interrogated on (B)(6) 2017, and the patient was admitted to the hospital and given oral baclofen. Surgical intervention had not yet occurred, but was planned. The patient¿s status at the time of the report was listed as ¿alive-no injury.¿ additional information was provided by the manufacturer representative on (B)(6) 2017. The representative reported the patient¿s pump was being replaced that day ((B)(6) 2017). It was indicated that therapy would not be initiated until a later date when the patient follows up with the managing physician. The device was returned to the manufacturer for analysis on (B)(6) 2017 for analysis. The patient¿s weight and medical history were not available, and it was indicated the information would not be made available due to legal/confidential reasons. It was also unknown what other medications the patient was taking at the time of the event. The information was not available to the manufacturer representative, and it was indicated that the information would not be made available to the manufacturer. No further complications were expected/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.